Manufacturer narrative:
The event has been reported with a delay due to our retrospective examination of the record. At the time (2019-09-19) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA # (B)(4). It was reported that a small hole were found in the sterile bag of the hls cannula. The product was scrapped by customer therefore no technical investigation could be performed. There is no photograph regarding failure. However, trend search of this issue and product group shows similar complaints. Therefore, most likely this issue is related with paper side hole. Similar product, which is showing a similar malfunction has been investigated in (B)(4): a hole in sterile bag on paper side can be confirmed. No welding problem was found. Based on the information above, complaint can be confirmed. The investigation of this complaint has been completed on 2019-11-22. Device history record shows related controls were performed and there is no scrap of the sterile bag 70000.7046 in the production of 92242898. No other product complaint was received for the lot number 92242898. The failure is already known to the manufacturer. Maquet cardiopulmonary has been already initiated a corrective and preventive action CAPA (B)(4), based on several complaints showing the same symptoms with different material numbers than the one in this complaint, in order to determine the root cause and initiate further actions to determine corrective measures for the failure. This complained product was manufactured before the corrective actions are implemented in corrective and preventive action. The most probable root causes were identified in root cause analysis for packaging of hls cannulae (B)(4). One of the root causes is, primary packaging consist out of medical paper pouch which do show less protection than other materials like tyvek. Based on this, engineering change request has been initiated to change sterile bag from medical paper to tyvek and strengthen cardboard box.. This complained product was manufactured before the corrective actions are implemented in corrective and preventive action. In addition, this lot was produced in accordance with basic operation procedure 9204429 version 02. This procedure states, related packaging controls are performed according to basic operation procedure 9201231. During production of this lot, basic operation procedure 9201231 version 01 covered 100% visual controls of bags regarding any stains, particles, tears, pinholes or any other damages on. Health hazard evaluation (hhe) has been performed for this CAPA (B)(4). In summary of the hhe, the identified risk is formally justifiable for this device and issue because of the seldom or unlikely likelihood of occurrence of harm. Based on this, no field action has been performed (B)(4). According to the hls cannulae design verification report performed on 2016-07-26 (B)(4), verification outcome of shelf life test passed acceptance criteria no visible damages of the packaging to a critical degree for further improvement in the scope of CAPA, the ecr (engineering change request) with the number (B)(4) has been initiated to change the primary packaging of hls cannuale from medical paper to tyvek blister packaging.

Event description:
It was reported that a small hole were found in the sterile bag of the hls cannula. Complaint: (B)(4).